Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds, impedance issues. The lead perforated with a pericardial effusion and a cardiac tamponade. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds, impedance issues. The lead perforated with a pericardial effusion and a cardiac tamponade. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. No additional information is available at the moment. No additional adverse patient effects were reported.